Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced hernia recurrence, chronic and severe pain, nerve pain, adhesions, and extensive scarring. Post-operative patient treatment included revision surgeries.